Event description:
Report received that a patient died from a seizure. The patient was not known and follow-up could not be performed with the patient's physician. A sudep evaluation determined that the death was possibly caused by sudep. No further relevant information has been received to date.